Manufacturer narrative:
(B)(4). The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Review of the complaint history determined that no further action is required. There was a recall related to the batch of bone cement for the reported part/lot combination that was initially reported. However, it was determined that there is no evidence the patient was implanted with this part/lot combination, as there are no billing records and distribution review confirms this particular hospital did not receive or have any of the effected part/lot combinations in inventory or shipped to the hospital following the recall. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the receiving inspection report for 00111314001, lot number 77624368, identified no relevant deviations or anomalies. This record is for the same batch reviewed conducted as part of (B)(4) which is linked to (B)(4). Heraeus batch records review indicates there were no quality deviations, no change notifications, and no corrective and preventive actions. All verifications, inspections, and tests were successfully completed. Product examination was not performed as the product was not returned from the customer. This complaint is unconfirmed. Results code: appropriate code not available, as per heraeus, the root cause of the reported event is "presumably a result of incorrect preparation due to professionals" with a potential explanation of "misalignment/wrong application time". The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported patient underwent left knee arthroplasty (B)(6) 2014. Subsequently patient was revised (B)(6) 2016 due to the bone cement being recalled. Patient stated he was experiencing pain and felt loosening. Bone scans showed loosening. Patient is bilateral. Bone cement was used in both knees as patient underwent initial procedures at the same time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product was disposed.

Event description:
It was reported that the patient was revised to address pain, loosening and recall of the bone cement. Attempts have been made and no further information has been provided.